Manufacturer narrative:
According to the facility on (B)(6) 2025 the 5 ml syringe "experienced leaking after the meds were put in". Per the facility "there is a small defect on the tip of the syringe that it looks like it melted". Per the facility "the leaking occurred after it was filled with meds and trying to inject". Per the facility there was no patient involvement, and no injury reported. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2025 the 5 ml syringe "experienced leaking after the meds were put in".

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.